Manufacturer narrative:
The device was returned to the service center for evaluation. A visual inspection was performed on the received condition and noted the bending section skeleton tab is protruding (sticking out) from the bending section cover near the insertion tube area. This caused the bending section cover to leak (failed leak test). The bending section cover was removed and the bending section skeleton was fully broken and separated with no signs of any sharp edges. There is a leak on the bending section cover due to the protruding bending skeleton tab. Estimation technician re-tape the bending section cover and no other leaks noted on the scope. The instruction manual states the following; ¿do not twist or bend the bending section with your hands¿. Additionally, the instructions for safe use manual indicate that, damage to the bending section would happen if excessive force was applied while angulating in the opposite direction if there was no movement from the bending section; this would occur more so in a narrow environment.¿

Event description:
The service center was informed that the scope was noted to have sharp metal protruding from the a-rubber and a leak during reprocessing. The facility¿s biomed equipment support specialist reported that the intended procedure was completed with no patient injury. It was discovered during reprocessing that the scope had been subject to mishandling, when returned to its sterile case/ tray after completing the procedure. The scope¿s insertion tube was noted to be crushed/ pinched when closing the lid.